Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pain and redness on his back from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician gave the patient permission to return the lifevest. It's unclear if the physician advised the patient to return the device or if the patient returned the device upon making his physician aware. Reporting out of the abundance of caution. The patient confirmed that skin irritation improved upon removing the lifevest.